Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when opening the package there is a liquid/condensation on the inside of the packaging. The issue was found prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was still in the original packaging. It was also found that there were vapors inside the packaging. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
The complaint is reported as: when opening the package there is a liquid/condensation on the inside of the packaging. The issue was found prior to use on a patient.